Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument for a single patient sample. The initial result of 4.86 ng/ml was reported out of the lab and questioned by a physician. The original sample was re-tested and repeated result was 0.02ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc and system check data was not provided. The sample was a plasma type. The specimen was sampled from a 0.5ml sample cup in the appropriate sample cup/rack combination. A field service engineer (fse) was dispatched to the customer's lab: the fse preformed a 50 point accu tni precision testing with good results. The fse conducted a diagnostic testing which partially failed with one outlier. The fse replaced mixer belt and bearings. The fse re-tensioned incubator belt and calibrated it with acceptable results. The fse reran the failed portion of the diagnostic testing which passed. The fse verified repair per established procedures with results meeting published performance specs. In a follow-up in 2008, the fse stated there were no instrument issues and the customer has pre-analytical sample handling issues. The fse indicated that a specialist will be sent to the customer's lab to retrain personnel on proper sample collection. Although sample handling could have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.